Event description:
Tigerpaw was deployed - surgery completed - patient was in ICU blood pressure dropped - took patient back to operating room - re-opened the chest and found clip had fallen off and patient was bleeding form the left atrial appendage. Closed w/felt and sewed the appendage closed. Attending physician: dr. (B)(6).

Manufacturer narrative:
On (B)(4) 2014, contacted (B)(4), the maquet territory manager who reported the incident, and discussed the incident by phone. The surgeon involved, (B)(6) md, was trained by terumo, the previous distributor for laax, inc. In the USA. Upon learning of this incident, (B)(4) both talked with the attended several of dr. (B)(4)'s laa occlusion procedures with the tigerpaw system ii. The surgeon was actuating the 1st trigger to the first "click" and then actuating the 2nd trigger releasing the fastener. This sequence is not according to the IFU. (B)(4) informed the surgeon of the correct procedure re the 1st trigger and the surgeon has not had any further incident with our device. This was clearly a user error, which subsequently has been corrected by the maquet sales representative.